Event description:
It was reported that the user experienced an urgent low glucose event with a sensor value of 41 mg/dl and stated the pump did not alert, though alarm history showed brief sensor issue, low glucose, and urgent low glucose alerts; the user later reported hearing alerts and confirmed that pump alerts were functioning. Customer care provided support that included review of pump alarm history and a request to review engineering logs for alert interactions. Investigation of this case revealed that alerts were generated, and the user did not hear them while seated, and subsequent use confirmed audible alerts were functioning, indicating no device malfunction and possible user non-response to alarms. Clinical symptoms include confusion/disorientation, and dizziness associated with hypoglycemia reported. Outcomes included oral glucose treatment and recovery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user response to alarm notifications and environment-related audibility rather than device failure.